Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of being hospitalized with diabetic ketoacidosis and blood glucose of 285 mg/dl. The customer's blood glucose reading was 68mg/dl at the time of the call. Troubleshooting contacted customer and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.